Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on: (B)(6) 2009: patient has difficulty with standing for any length of time and after walking he notes his legs willget heavy and weak. He will have difficulty with continuing to walk or stand any time longer than about 10-15 minutes. He has mostly weakness in his lower extremities. He does have a fair amount of back pain. Primarily, it is the continuing numbness and tingling in his bilateral lower extremities when he is walking or attempts to stand. He has previously had neck and lumbar spine surgery. He has previously undergone a cervical fusion at c4-c5 and c5-c6 followed by hardware removal. He also underwent what appears to be l4-l5 posterolateral fusion. Apparently, the hardware was loose and subsequently was removed as well. He has continued to have low back pain. He does have some weakness, numbness and tingling down into his left leg which does seem to be getting worse. It is constant,aching, burning, cramping, dull, nauseating, searing, sharp, stabbing, numb, tingling, tearing, and wrenching in character. Things that make it worse include sitting, standing, walking, bending forward/backward, rotating his hips, looking up/down, and using his shoulders. He also notes night pain, loss of sleep, night sweats, imbalance, chest pain, chest muscle pain, some unexplained weight loss, limp, frequent headaches, and pain in the shoulder blades. Physical examination: patient is in mild to moderate distress. He has slightly decreased range of motion of his cervical spine and moderate decreased range of motion of his lumbar spine. He has some mild tenderness at approximately l4-l5. The light touch is diminished at l4 and l5 on the right, normal at s1. Pinprick is slightly increased at l4 and ls on the left. Imaging: x-rays of his lumbar spine taken within the last year, as well as an MRI of the lumbar spine were reviewed. His MRI does show moderate stenosis at l4-l5. An MRI from approximately one year ago done demonstrates severe recurrent spinal stenosis at l4-5 without significant evidence of fusion. Impression: recurrent spinal stenosis at l4-5 failure of union at l4-5. Severe facet spondylosis at l4-5. Degenerative disc disease at l4-5. Broad-based disc bulge l4-5. Diagnosis: lumbar spondylosis/arthrosis , lumbar disc herniation , lumbar disc degeneration ,lumbar stenosis , lumbar pain , lumbar radiculitis , failed fusion. On (B)(6) 2009: patient presented with pre operative diagnosis of non union l4-5, recurrent spinal stenosis l4-5, spondylolisthesis l4-5, degenerative disk disease l4-5 and underwent following procedure: . Gill laminectomy and decompression l3-4, l4-5, posterior spinal instrumented fusion l4-5, transforaminal lumbar interbody fusion l4-5, revision laminectomy and decompression l4-5. Patient complications were none. Per op notes" .... The l4 lamina, upon getting down to exposing the lamina, was noted to be extremely loose and mobile. Standing x-rays confirmed that he had a grade l, almost grade 2, spondylolisthesis secondary to his instability at l4-5. Subsequent to this, the lamina was identified and dissection was taken out to the transverse processes of l4 and l5 bilaterally, creating a posterior lateral gutter. Under fluoroscopy, the entry points for the l4 and l5 pedicles were identified. The pedicles were carefully cannulated. Subsequent to this, the pedicles were carefully cannulated, and on the left side, a 7 millimeter by 15 millimeter screw was placed in the left at l4. Subsequent to this, a 45 millimeter by 7 millimeter screw was placed on the left at l5, checked under fluoroscopy and felt to be in good position. Attention was then turned to the right side where the entry points were marked, and subsequent to this, a 7.5 millimeter x 55 millimeter screw was placed on the right at l4, and 7.5 x 45 millimeter screw was placed on the right at l5. Once these were carefully placed, attention was turned to the left side where the remaining fusion and pars was taken down with a combination of straight and angled curettes and osteotome. There was noted to be scar nearly completely encasing the nerve root, and this was gently taken down across the foramen at l4-5. The dura was then carefully mobilized medially and down onto the annulus. This was then carefully mobilized laterally and medially. The l4 nerve root was then retracted superiorly, and the dura was retracted medially. The annulus was then incised with a 15 blade. Wound was enlarged with a 4 millimeter kerrison taking care to protect the l4 nerve root .once this was completed, the disk was distracted up to approximately 10 millimeters, and a 10 millimeter shaver was then inserted. Using a combination of straight and angled curettes, a subtotal discectomy was performed at l4-5. It was then sized to a 10 millimeter cage, and this was then filled with rh-bmp2/acs. The disk space anteriorly was filled with autogenous local bone graft. The cage was then placed with autogenous bone graft and rh-bmp2/acs, and following this, the remaining space posterior to the cage was filled with the remaining autogenous local bone graft and some allograft. Once this was completed, a decompression was completed at l3-4, and there was noted to be some mild to moderate stenosis at l5. The l4 nerve roots were carefully decompressed at their shoulders on l3-4. Subsequent to this, this was completed bilaterally. The l4 nerve root was probed and through its foramen on the right as well. Once this was completed, the 40 millimeter polyether ketone rods were placed bilaterally and gentle compression was also placed. The caps were torqued down to the appropriate torque. The transverse process on the right at l4 and l5 were then burred down to bleeding bone. Rh-bmp2/acs, healos, and remaining allograft was placed in the posterior lateral gutter on the right, as well as moderate amount of allograft was placed on the left , and the left gutter in the same fashion. Once this was completed, a 10 round j-vac was carefully placed. Fascia was closed with #I vicryl, and the subcutaneous layer was closed with 2-0 vicryl." On (B)(6) 2009:patient was discharged (B)(6) 2009: patient presented for follow up visit. On (B)(6) 2009: patient presented for follow up visit due to neck problems. X-rays: ap and lateral of the lumbar spine demonstrate a solid inter body fusion at l4-5 as well as a solid posterolateral fusion. No evidence of instability. Patient complains that he still has difficulty with balance issues and his right lower extremity does not seem to wish to work as well as he would like. The MRI is reviewed as well as his previous CT scan which demonstrates a nonunion at c5-6. There appears to be a solid union at c4-5 but there is a clear nonunion at c5-6 and reportedly his fusion was c4-5 and c5-6 previously. He also has moderately severe central spinal stenosis at c6-7 with severe degenerative disc disease at c6-7. There are mild degenerative changes at c3-4 and c2-3. However, these do not appear to be significantly impinging upon his spinal cord or his foramen. Assessment: clear nonunion at c5-6 from his previous surgery. Severe degenerative disc disease at c5-6 and c6-7 with nonunion and central spinal stenosis. On (B)(6) 2010: patient presented for office visit. Patient underwent MRI of cervical spine. Impression: there is a compression fracture, age unknown, at c6. There may be non union of an old fusion here; there is solid intervertebral body fusion at c4-5; there is diffuse degenerative change with the most significant finding being central spinal stenosis with bilateral lateral recess narrowing at c6-7. Diagnosis: failed fusion, failed hardware, other , cervical spinal stenosis , cervical degeneration disc disease , cervical /upper limb neuritis/radiculitis.